Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc sling to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged the plaintiff experienced significant mental and physical pain and suffering, sustained permanent injury, disability, impairment, and permanent and substantial physical deformity, as well as other damages. Plaintiff's attorney also alleged plaintiff has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.